Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to customer&#38112;blood glucose level. The contact declined to perform the re-estimation process, as they were not home at the time of the report.